Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in gastric artery using pod packing coils (pod pc). During the procedure, the physician successfully placed a penumbra coil 400 (pc400) and two other coils in the target vessel using a non-penumbra microcatheter. The physician then felt resistance while advancing a pod pc approximately 20 centimeters from the distal end of the microcatheter and, therefore, the pod pc was removed. The procedure was completed using a new pod pc, six pc400 coils and the same microcatheter. There was no report of an adverse effect to the patient.